Event description:
The purpose of this retrospective study was to evaluate the outcomes of patients who underwent intracardiac echocardiography (ice) guided patent foramen ovale (pfo) closure. Between 2018 and 2023, 205 patients underwent ice-guided pfo closure. It was reported a proglide device was used to close the access sites. Access site complications that the proglide devices may have caused or contributed to were bleeding, pseudoaneurysm, deep vein thrombosis, and arteriovenous fistula. Details are listed in the attached article, titled ¿toward a minimalist strategy for pfo closure: outcomes and patient experience from 205 ice-guided procedures performed under local anesthesia and early discharge¿.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. Based on the case information, a conclusive cause for the reported patient effects of hemorrhage, pseudoaneurysm, thrombosis, fistula, serious injury/ illness/ impairment and the relationship to the product, if any, cannot be determined. A definitive cause for the adverse event without identified device or use problem could not be determined. The patient effects hemorrhage, pseudoaneurysm, thrombosis and fistula are listed in the electronic proglide instructions for use (eifu), as a potential adverse event associated with the use of the device. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3: estimated date. D4: the UDI is not known as the part and lot number were not provided. Article title: "toward a minimalist strategy for pfo closure: outcomes and patient experience from 205 ice-guided procedures performed under local anesthesia and early discharge."